Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable hba1c iii tina-quant hemoglobin a1c iii result for one patient sample. The initial result was (B)(6)% and was reported outside the laboratory. The result was questioned by the doctor and a new sample was collected on (B)(6) 2017. The result for this sample was (B)(6)%. The original sample was then repeated on (B)(6) 2017 with a result of (B)(6)% which was believed to be correct. The patient was not adversely affected. The reagent lot number was 12524301 with an expiration date of 09/30/2017. The customer repeated all other samples that had been tested for hba1c on (B)(6) 2017 and (B)(6) 2017 and all the results matched the original results. The field service representative found there was a faulty sample probe and replaced it. He checked and adjusted the water pressure, checked the detergent dispense, and checked all probe alignments. He performed mechanism checks and had the customer run calibration and qc with all results within range.

Manufacturer narrative:
Further investigation confirmed the issue with the sample probe found by the field service representative was the root cause. No further issues were reported for this customer site.